Manufacturer narrative:
One cadd infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. There was however, a scratched screen. The downstream sensor was replaced, and the customer's complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a cadd legacy mdl, 6400 had alarmed while cassette was attached. No further information provided. No patient injury resulted.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good condition other than a scratched screen. Functional testing included use testing. The pump was powered on and immediately started "double beeping." The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.